Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. The customer received a change sensor alert after two consecutive calibration errors. Customer's blood glucose level was 448 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.